Event description:
The caller reported that the hub of an unspecified size and model of tracheostomy tube has separated from the outer cannula in the patient. The outer cannula migrated into the patient's right mainstream bronchus. A fiber-optic bronchoscopy was performed to retrieve the outer cannula. Another unspecified tracheostomy tube was placed in the patient.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.